Manufacturer narrative:
(B)(4). The complaint for system error (se) 2240 was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a issue of system error (se) 2240 (air in set) found on the home choice (hc) device during use. The registered nurse (rn) stated that they cannot troubleshoot because she was not by the hc device and wanted assistance for starting over. The hc was at self testing. The baxter technical representative (tsr) advised the rn to cycle power off and explained the alarm. The tsr was unable to assist further as the rn was away from the hc device. There was no patient injury or medical intervention indicated at the time of the initial report.